Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powering on. A field service engineer (fse) troubleshot an issue where drawers 3.1 and 3.2 were not detected on the bus. The controller boards and t-boards were found inoperable and replaced, along with adding missing bumper slides to the rails. During the repair, loose screws on three fascia panels were tightened. The drawer was successfully tested in the hardware test application, and the customer confirmed recovery of the failed storage without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated that this malfunction occurred while dispensing the medication and the nurse managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.